Manufacturer narrative:
Additional information received on (B)(6) 2022, indicated that the the right breast grade is IV, and was confirmed by the doctor. As a result, patient underwent bilateral removal and right breast total capsulectomy. Both implants were intact. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc (B)(4).

Event description:
It was reported that a female patient who underwent an unknown breast surgery with unknown mentor breast implant experienced right sided baker¿s grade unknown capsular contracture and left sided pain post procedure. The patient reported that her left breast is very tender and right implant is extremely hard. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis.

Manufacturer narrative:
Additional information received on september 16, 2022 indicated that the patient is reporting difficulty breathing and unexplained illness. The capsular contracture on the right side has a grade of iii-IV, and the patient will have surgery on (B)(6) 2022. Reason for device explant and/or reoperation: generalized illnesses, symptomatic rupture. H6 health effect clinical code e2402: generalized illnesses. This report relates to the left prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 30, 2021 additional information received indicated that the patient reported have mentor implants that were placed 7 years ago that have ruptured . The patient is going for an MRI examination on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 14, 2021 additional information received indicated that the date of implantations was on (B)(6) 2014, patients date of birth is (B)(6) 1983. Right device sn: # (B)(6), cat#:3503501bc. Patient age at the time of event was 35 years old, and date of event was on (B)(6) 2019. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Mentor became aware that this complaint is a duplicate of manufacturer report number:1645337-2019-25955. All the informations will be in this complaint. This report belong to the left side. Manufacturer¿s reference number: (B)(4).